Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient presented with a migrated interbody and broken rod. Patient was revised in (B)(6) 2017. (Related to 3004774118-2018-00063).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the subject device was not returned, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.

Event description:
On (B)(4) 2018 it was reported to k2m, inc. That a patient presented with a migrated interbody and broken rod. Patient was revised in (B)(6) 2017. (Related to 3004774118-2018-00063).